Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient experienced a power surge to the extent that it dropped them to the floor. There were no contributing factors to the issue and no interventions were taken as the issue occurred a year and a half ago. The issue was noted as being resolved. No further complications reported.